Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing during the fill tubing sequence. A supply change was performed to resolve the issue. There was no adverse impact to the customer's blood glucose (bg) level.